Event description:
It is reported that these devices were implanted in 2008. A revision surgery was necessary due to disassembling of the cup with the stem. The revision surgery took place in 2009.

Manufacturer narrative:
This report will be amended when our investigation is complete.